Event description:
A coronary stent with delivery system was deployed at a site proximal to the target lesion site in the pt's right coronary artery. The sds was withdrawn from the pt without complication. Attempts to advance a second coronary stent with delivery system proximal to the deployed stent were unsuccessful. The sds and stent were withdrawn from the pt without complication. The pt was sent to coronary artery bypass graft surgery due to suboptimal stenting results. Surgery was successful and there were no clinical sequelae reported relative to the event.